Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis indicated that the radiofrequency head filed uplink tests. The cable was replaced and the head interrogated and passed functional tests. The head was to be sent for repair and restock. (B)(4).

Event description:
The radiofrequency (rf) head was returned due to no longer being needed and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.